Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectal resection, the surgeon was able to press the green button, but was not able to squeeze the handle. The device was not able to fire. The handle and reload was replaced to resolve the issue. There was no patient injury.